Event description:
Attempting to active safety device on lovenox syringe which was stuck; then suddenly released and stuck rn in left thumb. Rn states product is very difficult to activate safety device.